Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two paks were visually inspected and were tested using a console. The products could prime and tune with an handpiece, the returned tips and infusion sleeves successfully. No message code appeared on the screen. The sensor accuracy, aspiration and irrigation flow rates were tested and functioned per specification. The maximum vacuum level was measured and met specifications. The product met specification. No problem was found with the returned cassettes fluidics. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned products met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that cassette and handpiece passed prime when started to operate in chop mode an error message appeared and no fluidics, no vacuum, no phaco were available. The surgery was completed by changing the product. No patient impact was reported. This report pertains to cassette involved in this reported event.